Event description:
When the pump ¿went out¿ in 2009 ¿it started skipping.¿ the medicine was not working and the patient started getting sick. Baclofen and dilaudid had been infused at one point, though it was unclear if this pump had contained these drugs at the time of the event.

Manufacturer narrative:
Concomitant product: product type catheter. (B)(4).